Event description:
The device was used during a thoracoscopy procedure. Reportedly, the staples were not present and instrument would not fire. The surgeon used another instrument to complete the procedure. No pt injury reported.